Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on a dependent and asymptomatic patient's right ventricular and left ventricular leads was observed. The noise was reproducible with isometrics. The noise was causing oversensing and noise reversion. There were no other anomalies on the leads. The noise was first observed on the right ventricular lead and the sense configuration was changed to lv bipolar which also showed noise. The rv lead was capped and replaced on (B)(6) 2017. The sensing vector was changed back from lv to rv bipolar. Patient¿s condition was stable.